Manufacturer narrative:
(B)(4). Batch # k92p04. One case with all three devices. Pieces retrieved on all three devices with suction. Went from fcs9 to har23 to complete the case. The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thyroid procedure, as they were using the device, it sheared off tiny plastic pieces. They observed mini pieces of the jaws flying off. The plastic was melting. The case was completed by clamp cut tying. There were no patient consequences reported.